Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The rep reported that the patient was scheduled for an MRI on (B)(6) 2018. The rep reported that she was reading the nlink, the patient had been doing ¿over-ride¿ physician recharge mode. The rep reported the patient was seeing power on reset (por)/end of service (eos). The rep had no specific details of all the strikes as she was driving on the freeway on a construction zone. Additional information was received from a rep. The rep reported that they were on their way to clear the patient¿s por but was wondering if the patient would even be able to go into MRI mode afterwards since the ins was at eos. It was reviewed that the patient wouldn¿t be able to go into MRI mode with the patient programmer (pp) as it would continue to show eos but if they keep the ins charged, the clinician programmer should still interrogate the ins and they can go into MRI mode with the clinician programmer. No further complications were reported.